Event description:
Event description cpi received information that the patient with this lead (atrial) was experiencing dizzy spells and had a pre syncope espisode. The lead was removed due to a sensing issue.